Event description:
The manufacturer received information alleging a ventilator would not pass service testing. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's active exhalation control module was replaced to address the issue. A "service required" code was found in the ventilator's downloaded error log. The device's outlet flow path thermistor was replaced to address the issue.